Event description:
A facility reported a pt complained of seeing three images following unilateral intraocular lens (iol) implanted surgery. The lens was explanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.